Manufacturer narrative:
(B)(4). Date of event: publication year of 2008. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : use of the harmonic scalpel versus conventional haemostatic techniques in patients with grave disease undergoing total thyroidectomy: a prospective randomised controlled trial. Author : p. Hallgrimsson & l. Lovén & j westerdahl & anders bergenfelz. Citation: langenbecks arch surg (2008) 393:675¿680; doi 10.1007/s00423-008-0361-z. The aim of this prospective study was to compare the use of the harmonic scalpel with conventional techniques in a homogenous group of patients with graves¿ disease. Between november 2003 to may 2006, 51 patients were included in the study. The patients were randomized to either total thyroidectomy with the use of the harmonic scalpel ¿ hs group (male=9, female=18; mean age=42 years, age range=20-70 years) or total thyroidectomy with conventional haemostatic techniques ¿ conventional group (male=3, female=21; mean age=34 years, age range=20-59 years). During the procedure, ultracision harmonic scalpel (ethicon) was used for cutting and coagulation. Reported complications in hs group included transient recurrent nerve paresis (n=4). In conclusion, the use of the hs was associated with a significant reduction in operating time compared to the use of the conventional haemostatic techniques in patients with graves¿ disease undergoing total thyroidectomy.